Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg has been deemed inoperable. Next course of action is undetermined at this time.

Event description:
It was reported during follow up surgical intervention may be pending to address the issue.

Event description:
It was reported the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.